Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie pockets in drawers 5.1 and 5.2 had failed. A field service engineer (fse) assisted the customer remotely, along with remote smart services (rss), in locating and removing the medication jam. The customer successfully located and cleared the jam. The system functioned as intended after the field service engineer completed the repairs. (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie pockets in drawer 5.1 and 5.2 was failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.